Event description:
Baxter received an email in the corporate inbox. The customer reported hub of distal end luer-lock on one (1) intermate sv 100ml/h was found broken-off, when removed from outer wrap bag. There was no report of patient involvement, medical intervention, or patient injury. No additional information available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the broken/damaged condition. This is a single use device and will not be repaired. No other observation was found on the units. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.